Manufacturer narrative:
The complaint investigation for falsely decreased glucose results on the alinity c, serial number (B)(6), included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. The customer performed an automated dilution run of the sample which generated acceptable results; therefore, a definitive cause of the discrepant results was not identified and the alinity c instrument, serial number (B)(6), was considered the likely cause. A review of the instrument history revealed no additional erratic or discrepant patient results reported for serial number (B)(6) and no contributing factors described in this complaint. No subsequent issues have been reported. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased alinity c glucose result for one patient. The sample initially generated instrument error message 1039 ¿ ¿unable to calculate result. Absorbance exceeded optical limits.¿, so the customer utilized the automated dilution. The following data was provided (customer¿s reference range is 70-105 mg/dl): sample ID (B)(6) result, on (B)(6) 2021, auto-diluted 1:5 was (B)(6) mg/dl, which was questioned by the physician. The sample was then manually diluted 1:5 with saline and the result was (B)(6) mg/dl. The sample was then auto-diluted 1:5 on the analyzer and the result was (B)(6) mg/dl. There was no impact to patient management reported.